Event description:
During the evaluation of a returned spectrum infusion pump, 23 occurences of "air-in-line" alarms were identified in the event history log. Any pt involvement, injury or medical intervention required is unk since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The "air-in-line" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is rec'd a follow up will be sent. The processor pc board was replaced.